Event description:
It was reported that the infusion pump was involved in an over delivery of a heparin solution. Reportedly it was programmed to deliver a 500 ml container at 20 ml/hr, however the container was empty in less than one hour. The infusion pump was removed from the pt. The pt's ptt levels were elevated, however observation was the only intervention. No medical or surgical intervention was required.